Manufacturer narrative:
Device was not returned for additional evaluation or investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. A supplemental MDR will be submitted if/when new information is received. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending review of DHR and further follow-up. Internal complaint number: (B)(4).

Event description:
Patient tracking contacted technical solutions in order to report a prometra pump replacement. It was reported that the patient was having symptoms such as insomnia and increased spasticity. A side port study as well as a valve and reservoir check were performed. All showed the pump and catheter were functioning properly. It was stated that the patient's medication could have been what was causing the symptoms. Symptoms persisted, and the pump was replaced to eliminate the possibility of it being the cause.